Event description:
It was reported that a pt underwent a robotic partial nephrectomy procedure on (B) (6) 2009. During the procedure, the needle came off of the suture while putting it through the trocar. The needle was not found during the case, nor after multiple x-rays. Two days later, the needle was found on a CT scan of the pt. The pt has had post-operative complications unrelated to the needle, therefore, the surgeon was not planning to retrieve the needle.

Manufacturer narrative:
(B) (4). (B) (4). Conclusion: user error caused the event. The attending physician lost both visual and tactile control of the needle during use.